Event description:
Patient had high blood glucose since friday. Pt was hospitalized with diabetic ketoacidosis. After release, patient said pt should have been more aggressive with patient's blood sugars. When the doctor asked if pt had corrected for 500bg or checked pt's site, etc, patient said that pt had not done so. There were four 071 alarms in the pump history.